Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They opened and found the accessory kit and its contents were very greasy, sticky, etc. They continued to use the harvesting tool and cannula tool for the case with no issues. No injury to the patient.

Manufacturer narrative:
D4 correction: expiration date has been changed to 03/26/2023. Internal complaint number: (B)(4). The lot # 25150953 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 01/22/2021. An investigation was conducted on 02/01/2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. Only the accessory kit was returned for evaluation. The accessories were observed to be in the plastic protective case with no covering on them. The accessories were removed. There was no greasy or film observed on any part of the accessories. Based on the returned condition of the device, the reported failure "contamination/decontamination problem" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They opened and found the accessory kit and its contents were very greasy, sticky, etc. They continued to use the harvesting tool and cannula tool for the case with no issues. No injury to the patient.